Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause was determined to be failure to follow the dfu. The dfu instructs to examine the label on the unopened package for model, power, proper configuration and expiration date. The carton label has the three minus designations: the word minus is printed beside the product name; the symbol (-) is beside the diopter; the word minus is printed above the symbol (-). The lens case label has two designations: the word minus in parenthesis is written about the word power and the diopter power has a negative sign. Action taken: a team has formed with enhancements in evaluations. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 06/02/2011 and 06/30/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported that following intraocular lens (iol) implant surgery, it was determined that the wrong power iol was implanted into the patient's eye. The lens was exchanged for the correct power lens and the patient is doing well. The nurse admitted she had made a mistake in pulling a (-) diopter lens instead of (+) lens and has made suggestions concerning the labeling. Additional information has been requested.